Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the coating on the module cable was torn near the zipper of the consolidated bag. There were no alarms associated with the damage. The damage was reported to have breached the armor layer. It was not able to be determined if the consolidated bag zipper caused the damage. The modular cable was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s modular cable, lot number 8229603, could not be confirmed. A specific cause for the reported damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system support, with no further related events reported at this time. The relevant sections of the device history records for modular cable, lot number 8229603 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. A, and the heartmate 3 lvas patient handbook rev. C, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.